Manufacturer narrative:
The lhr was reviewed for the kit (p/n 1442-1010 lot 101500) and the pick list revealed the following lots were used for each of the parts. Implant (p/n 1402-1010 lot 101222). Inserter (p/n 100024 lot 101278). Loading block (p/n 220070 lot 101287). All of the previously mentioned lhrs were reviewed and no evidence was found to suggest that any of the parts did not meet specifications prior to distribution. Previous investigations have revealed that an inexperienced who is unfamiliar with loading the implant onto the inserter is more likely to experience this failure mode.

Event description:
While the nurse was attempting to load the implant onto the inserter she had difficulty doing so and the rep felt as if the legs of the inserter might have been bent or weakened in the process. After mentioning this to the doctor, the doctor tested the legs of the inserter while the implant was loaded and one leg of the inserter immediately broke with ease. The broken pieces were discarded and another kit was opened and successfully used.